Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the system and a potential commanded shock were discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; h1: type of reportable event; h6: patient codes; h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the system and a potential commanded shock were discussed. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to evaluate the impedance measurements of the system. It was decided to perform a new system implant procedure in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.